Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer was unsure of the exact reason on how the screen became cracked; customer pulled pump out of the bag and reported seeing the screen cracked. Customer's blood glucose level was in the high 300 (mg/dl) range and was addressed with a bolus via the pump. As the pump was still functional, customer would continue to use the pump for insulin therapy.